Manufacturer narrative:
Device evaluation in progress.

Event description:
Information was received that during testing of this smiths medical cadd legacy 1 pump, the pump exhibited double beep with cassette alarm. No patient involvement reported.

Manufacturer narrative:
Returned device was received in good physical condition. No evidence of reported problem in event log was found. During the evaluation of the device, the double beeping was able to be replicated. This was found to be an issue with the downstream sensor. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.